Manufacturer narrative:
Product analysis pending. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after implant of this mitral annuloplasty ring, the physician was not satisfied with the competency of the valve. The device was explanted and replaced with a non-medtronic mechanical valve during the same position. The physician stated that there was no failure of the device but rather that he misjudged the repairability of the native tissue. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, radiography showed no evidence of distortion or fractures in the ring. The device history record was not reviewed as the event description does not indicate a potential manufacturing issue. Surgeons often attempt to repair mitral valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates inadequate results. This is often due to sub-optimal anatomy, surgical technique, or inappropriate sizing, and not a malfunction of the device. In this case, medtronic received information that after implant of this mitral annuloplasty ring, the physician was not satisfied with the competency of the valve. The physician stated that there was no failure of the device but rather that he misjudged the repairability of the native tissue. No anomalies were noted on the device during analysis. If information is provided in the future, a supplemental report will be issued.